Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") and autoimmune disorder ("autoimmune reaction") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant) and menstrual disorder ("menstrual issues"). The patient was treated with surgery (underwent a total lap hysterectomy with bilat salpingectomies). Essure (ess205) was removed. At the time of the report, the pelvic pain, autoimmune disorder and menstrual disorder outcome was unknown. The reporter considered autoimmune disorder, menstrual disorder and pelvic pain to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2006: essure device was successfully occluded. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") and autoimmune disorder ("autoimmune reaction") in an adult female patient who had essure (ess205) (batch no. 508290) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's concurrent conditions included lower abdominal pain, abdominal pain, ovarian cyst, multiple sclerosis, pain in extremity, uterine bleeding, uterine fibroid, vaginal discharge, pain, itching and vaginal cuff dehiscence. Concomitant products included paracetamol (acetaminophen) from (B)(6) 2006 to (B)(6) 2016. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping),") and dyspareunia ("dyspareunia (painful sexual intercourse),"). In (B)(6) 2007, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced autoimmune disorder (seriousness criterion medically significant) and menstrual disorder ("menstrual issues"). The patient was treated with surgery (underwent a total lap hysterectomy with bilat salpingectomies). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain was resolving and the autoimmune disorder, menstrual disorder, vaginal haemorrhage, menorrhagia, depression, anxiety, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered anxiety, autoimmune disorder, depression, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: essure device was successfujly occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-sep-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain') in an adult female patient who had essure (ess205) (batch no. 508290) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's concurrent conditions included lower abdominal pain, abdominal pain, ovarian cyst, multiple sclerosis, pain in extremity, uterine bleeding, uterine fibroid, vaginal discharge, pain, itching, vaginal cuff dehiscence and migraine. Concomitant products included dimethyl fumarate (tecfidera), gabapentin, ibuprofen, naproxen and paracetamol (acetaminophen) from (B)(6) 2006 to (B)(6) 2016. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping),") and dyspareunia ("dyspareunia (painful sexual intercourse),"). In (B)(6) 2007, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced autoimmune disorder ("autoimmune reaction") and menstrual disorder ("menstrual issues"). The patient was treated with surgery (underwent a total lap hysterectomy with bilat salpingectomies). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage and menorrhagia had resolved and the autoimmune disorder, menstrual disorder, depression, anxiety, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered anxiety, autoimmune disorder, depression, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: results: essure device was successfully occluded. Lot number: 508290, manufacture date: 2005-05, expiration date: 2007-04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-feb-2021: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain') in an adult female patient who had essure (ess205) (batch no. 508290) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's concurrent conditions included lower abdominal pain, abdominal pain, ovarian cyst, multiple sclerosis, pain in extremity, uterine bleeding, uterine fibroid, vaginal discharge, pain, itching, vaginal cuff dehiscence and migraine. Concomitant products included dimethyl fumarate (tecfidera), gabapentin, ibuprofen, naproxen and paracetamol (acetaminophen) from 31-jan-2006 to 14-sep-2016. On (B)(6) 2006, the patient had essure (ess205) inserted. In february 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping),") and dyspareunia ("dyspareunia (painful sexual intercourse),"). In january 2007, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced autoimmune disorder ("autoimmune reaction") and menstrual disorder ("menstrual issues"). The patient was treated with surgery (underwent a total lap hysterectomy with bilat salpingectomies). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage and menorrhagia had resolved and the autoimmune disorder, menstrual disorder, depression, anxiety, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered anxiety, autoimmune disorder, depression, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: results: essure device was successfujly occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Outcome of previously added events pelvic pain, menorrhagia, abnormal bleeding(vaginal) were updated to recovered/resolved. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") and autoimmune disorder ("autoimmune reaction") in an adult female patient who had essure (ess205) (batch no. 508290) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's concurrent conditions included lower abdominal pain, abdominal pain, ovarian cyst, multiple sclerosis, pain in extremity, uterine bleeding, uterine fibroid, vaginal discharge, pain, itching and vaginal cuff dehiscence. Concomitant products included paracetamol (acetaminophen) from (B)(6) 2016. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping),") and dyspareunia ("dyspareunia (painful sexual intercourse),"). In (B)(6) 2007, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced autoimmune disorder (seriousness criterion medically significant) and menstrual disorder ("menstrual issues"). The patient was treated with surgery (underwent a total lap hysterectomy with bilat salpingectomies). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain was resolving and the autoimmune disorder, menstrual disorder, vaginal haemorrhage, menorrhagia, depression, anxiety, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered anxiety, autoimmune disorder, depression, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: essure device was successfujly occluded. Most recent follow-up information incorporated above includes: on 7-sep-2018: new pfs received- new events added: abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition:depression and mental anguish, dysmenorrhea (cramping),dyspareunia, she did not undergo essure confirmation test were added.lot number and new reporters were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain') in an adult female patient who had essure (ess205) (batch no. 508290) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's concurrent conditions included lower abdominal pain, abdominal pain, ovarian cyst, multiple sclerosis, pain in extremity, uterine bleeding, uterine fibroid, vaginal discharge, pain, itching, vaginal cuff dehiscence and migraine. Concomitant products included dimethyl fumarate (tecfidera), gabapentin, ibuprofen, naproxen and paracetamol (acetaminophen) from (B)(6) 2006 to (B)(6) 2016. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping),") and dyspareunia ("dyspareunia (painful sexual intercourse),"). In (B)(6) 2007, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced autoimmune disorder ("autoimmune reaction") and menstrual disorder ("menstrual issues"). The patient was treated with surgery (underwent a total lap hysterectomy with bilat salpingectomies). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage and menorrhagia had resolved and the autoimmune disorder, menstrual disorder, depression, anxiety, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered anxiety, autoimmune disorder, depression, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: results: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Outcome of previously added events pelvic pain, menorrhagia, abnormal bleeding(vaginal) were updated to recovered/resolved. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.